Event description:
In (B)(6) 2011 patient underwent placement of an atrial septal defect (asd)closure device. Approximately 24 hours later, she began to experience some ectopy. She underwent an echocardiogram which showed migration of the closure device.